Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: reported issue: per the customer "we only just received one in hand today but apparently this same issue has happened before we were just never notified. I guess when they attach this valve to the loaded syringe the fluid doesn¿t flush through it like it is supposed to. She said that the issue only happens once in a while with her so it is not a ton from a singular box. I do have the one she tried to use and didn¿t work. I also pulled the others from our shelf with that same lot number just in case they want them back. "

Manufacturer narrative:
It was reported by customer that they attach the valve to the loaded syringe the fluid doesn¿t flush through it like it is supposed to. One sample submitted. Sample smartsite showed signs of occlusion when a fluid flush was initially started, however, after approximately 3 seconds of constant pressure the smartsite opened up and allowed for fluid to move through the component. Further investigation of the smartsite, under magnification, shows that the blue smartsite insert has a slight opening when activated. The customer complaint of flow issues - fluid blockage was not confirmed. The failure reported could not be replicated in the sample submitted. Based on the failure not being replicated a root cause was not established. A device history record review for model 2000e lot number 23055041 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.